Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 28 december 2016. The representative reported that the voltage on the uninterruptible power supply (ups) of the viewing station of the imaging system was tested. The representative reported that there was no output voltage from the ups. A replacement ups was then shipped to the medtronic representative on 28 december 2016 and the replacement was performed on (B)(6) 2016. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups was returned to the manufacturer for analysis. Testing found that after charging the ups for 6 hours, it failed load testing by only powering for under 5 minutes, the medtronic standard for the ups. This confirmed an electrical failure due to a malfunction with the internal ups.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. No additional information was provided. There was no patient present when this issue was identified.